Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to stay registered as closed. Customer stated that rebooting did not resolve the issue, the back was opened, and the drawer was manually opened and closed, but it still did not register. The drawer was manually opened again and left open; the device was turned back on and entered the recovery screen. After closing the drawer, it still did not register. The drawer and the area below had been checked for any obstructions, but none had been observed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the field service engineer that the issue was resolved by replacing the replacing the matrix controller printed circuit board and no further investigation was required. The system functioned as intended after the field service engineer resolved the issue.